Event description:
It was reported that during a lead implant attempt there was placement difficulty due to patient anatomy. One day post operation the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.